Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release, no issues were identified during this DHR review. Visual inspection of the device found the enclosure dirty and stained, drain fitiing is rusted, pole clamp and main block are dirty, line cord is old and worn, and noted to contain old style pcb and drain fitting. Device was filled with water, temperature check attached and powered on. The reported customer complaint has been confirmed as a result of a faulty pcb board causng inaccurate readings. The problem source has been determined to be unknown; no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that device had over temp alarm. No patient injury or complications were reported in relation to this event.